Event description:
It was reported that there was undersensing noted for the implantable loop recorder (ilr). The ilr is still in use and the sensitivity was programmed more sensitive. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.